Manufacturer narrative:
B3: event date unknown. Device evaluation: one device was received. A visual inspection found the dso seal damaged, lcd lens damaged, and battery compartment damaged. Accuracy testing was done but the customer reported problem was unable to be confirmed. Preventative maintenance was performed and the device passed all functional testing. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.

Event description:
It was reported that the pump was under infusing. Found during testing. No patient harm.